Manufacturer narrative:
Uflacker a, haskal zj, patrie j, et al. Improving cone-beam CT angiography for prostatic artery embolization: is a low-dose protocol equivalent to the standard? Journal of vascular and interventional radiology. 2021;32(4):562-568. Doi:10.1016/j.jvir.2020.12.016. If information is provided in the future, a supplemental report will be issued.

Event description:
Uflacker a, haskal zj, patrie j, et al. Improving cone-beam CT angiography for prostatic artery embolization: is a low-dose protocol equivalent to the standard? Journal of vascular and interventional radiology. 2021;32(4):562-568. Doi:10.1016/j.jvir.2020.12.016. Medtronic literature review found a report of patient complications in association with an echelon microcatheter. The purpose of this article was to compare the utility of low-dose versus standard cone-beam computed tomography (CT) angiography protocols in identifying nontarget embolization (nte) during prostatic artery embolization (pae). Twenty-one patients were included, and the mean age was 69.6 years. The article does not state any technical issues during use of the echelon microcatheter. The following intra- or post-procedural outcomes were noted: there was one major adverse event, which was a case of hydronephrosis treated with ureteral stents, which resolved within 3 months of placement. This major adverse event was determined to be likely related to the procedure, but no obvious source of nte could be identified in this case.